Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a device error when booted up. No specific symptom or error message was noted. No patient involvement was reported.